Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x3mm, concentric, de novo target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent was advanced to treat target lesion. However, while advancing the device inside the guide catheter, the shaft was kinked approximately 70cm from the hub. When the physician checked the device, it broke into two. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.